Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, during the procedure tear was found in the right cylinder, so the cylinder and pump were replaced. The cause of the cylinder tear was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually examined and microscopically tested. One cylinder had a large tear with a leak in the outer tube in the proximal from a sharp instrument damage. Additionally, fabric threads from a sharp instrument in the middle of the body. The other cylinder had wear at a fold in the middle of the cylinder. A hole from avulsion and a leak in the proximal end of the cylinder that was caused with a sharp instrument. The sharp instrument damages found on cylinders is likely due to explant damage therefore in not considered as the cause of the mechanical issue. The pump was visually examined and functionally tested. No anomalies were found with the component, but it failed the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, during the procedure tear was found in the right cylinder, so the cylinder and pump were replaced. The cause of the cylinder tear was not detailed by the hospital. No patient complications were reported.